Manufacturer narrative:
The field service representative changed the pinch tubes and performed liquid flow cleanings and measuring cell preparation. Analyzer performance testing was completed. Qc results were acceptable. The customer believed the issue was resolved. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for multiple assays from the cobas 6000 e 601 module over a two-week period. The samples were repeated on another cobas 6000 e 601 module. Of the data provided, only the results for nine patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The troponin t reagent lot number was 295258. The hcg reagent lot number was 308599. The digoxin reagent lot number was 304495. The expiration dates were requested but were not provided. The field service representative checked the analyzer but found no issues. The issue appeared to have been resolved.